Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted:(B)(6) 2024 product type lead; product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial #: (B)(6), ubd: 04-feb-2025, UDI#: (B)(4) ; product ID: 977a260, serial #: (B)(6), ubd: 04-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an hcp and manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient unable to turn up amplitude past a certain point on certain settings due to the high impedances. Physician unsure if the high impedance noted on some electrodes from both leads are due to lead fracture or damage or from the patients natural impedances within the epidural space, but upon revision, implanted leads were connected to a wireless, external neurostimulator and impedances were all within normal limits, so physician chose to replace both leads. No symptoms were reported.

Manufacturer narrative:
Analysis: pli# 10 product ID# 977a260 analysis identified that the: broken conductor 5 at approximately 4.0cm from the distal end. Broken conductor 6 at approximately 4.5cm from the distal end. Broken conductor 7 at approximately 5.5cm from the distal end. Pli# 20 product ID# 977a260 analysis identified that the: broken conductors 1,4,5,7 at approximately 5.0cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.